Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device did not properly provide an e4 occlusion error and this resulted in hyperglycemia. On (B)(6) 2013, her blood glucose was 520 mg/dl after lunch and 450 mg/dl in the afternoon. She changed the infusion set 2 times and reported insulin was not delivered correctly when she attempted to bolus. She did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. No e4 occlusion errors were found in the history. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specifications. All alarm functions were tested successfully and no malfunction was observed during the investigation.